Manufacturer narrative:
Exact date unknown, event occurred a month ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced tenderness to palpation and bumps. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept per hospital policy.